Event description:
It was reported that the customer went to urgent care due to his high blood glucose of 371mg/dl, and he was treated with an insulin drip. The mother stated that the customer was experiencing chest pains and large ketones. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. The high pressure test could not be performed as customer received multiple no delivery alarms during the past two days. Advised the mother to call back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.